Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was received for examination. The red thumb lever has broken off the assembly, since we can't functionally check the device due to the broken condition of the received device the complaint cannot be confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the posterior saw capture would not lock into cutting block. No broken pieces, no obvious reasons why it would not lock.